Manufacturer narrative:
(B)(4). Concomitant medical products: unknown lcck femoral component size f, unknown femoral stem. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01706, 0001822565 - 2020 - 01099.

Event description:
It was reported that the patient underwent right knee arthroplasty on an unknown date. The patient was later revised. Subsequently, the patient underwent another revision surgery approximately 11 years later due to pain and fracture of the femoral stem. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the previous surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.